Event description:
It was reported that the pressure infusion bag slowly deflated. The bag was exchanged for a new device when this was discovered. No clinical information was provided by the customer. Multiple attempts were made to gain this information without success. No harm or injury to the patient was reported.

Manufacturer narrative:
The user reported a second lot number (i677857) with a manufacturing date if 04/18/2014 and an expiration date of 03/31/2014. Device evaluation: the suspect device has not been returned fore evaluation. A follow up report will be submitted when the evaluation has been completed.